Event description:
It was reported that a patient was complaining of discomfort at their implant site. The patient is clinically anorexic and has lost weight recently compared to the time the implant was placed. The physician and patient elected to remove the patient's implanted neurostimulator and tined lead. The patient had a full system explantation. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon block g4: premarket / 510(k) # - additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the facility retained the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain, weight fluctuations and the anorexia can be related to illness (general) were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.